Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were examined by their dentist and provided a letter of recommendation. The dentist states that they evaluated the patient in regards to their ongoing treatment with byte aligners. Upon examination the following dental health concerns were identified. Significant gum recession and inflammation may worsen with continued aligner use, severe tmj discomfort exacerbated by aligner wear and tooth mobility in certain areas indicate underlying periodontal issues. Due to these findings it is recommended that this patient cease aligner treatment with byte. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.